Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, stem broke through patient bone in proximal radius.

Manufacturer narrative:
Please void this report, the component is not commercially available by mpo.